Event description:
Per the edwards clinical specialist report, during a tavr procedure via transaortic approach, the patient experienced cardiac arrhythmia (v-fib) post valve deployment; CPR and cpb were started. The pressure was low prior to the rvp and valve deployment. The sapien valve was deployed with rapid pacing (with a pressure of 85/45) in good position. The patient's rhythm changed to v-paced (ppm) then to sinus rhythm. The patient was weaned of cpb and recovered in the surgical ICU. Per the physician's opinion, other risks factors (besides the rvp, and valve deployment) which may have contributed to the onset of patient's v-fib post deployment were the patient history of severe cad s/p CABG and two additional sternotomies for bypass to carotids.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmia is a known potential adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), aortic valve replacement and the use of bioprosthetic heart valves. Ventricular fibrillation is a life threatening arrhythmia that is typically a complication associated with heart disease, poor ventricular function, annular rupture/ aortic dissection, inadequate coronary perfusion/mi, and/or certain underlying conduction disorders. These patients typically are non-operative and/or are extremely high risk and have complex medical histories and multiple co-morbidities. In addition, they are routinely administered multiple vasoactive drugs during the procedure. They are also purposely made hypotensive, utilizing extreme tachycardia (by means of rapid ventricular pacing), to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common during the tavr procedure and are treated with standard therapies, including additional vasoactive drugs and/or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In this case, the cause of the reported ventricular fibrillation during the tavr procedure cannot be confirmed; however, it was reported that other risks factors (besides the rvp, and valve deployment) which may have contributed to the onset of patient's v-fib post deployment were the patient history of severe cad s/p CABG and two additional sternotomies for bypass to carotids. It appears that a combination of procedural factors (i.e. Rvp) and patient's factors (i.e. Multiple serious cardiac comorbidities, including severe cad, and lbbb s/p ppm) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.